Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse and a shorted u1003 pld on the computer/analog pca. The root cause for the open fuse and shorted pld could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on.